Manufacturer narrative:
The device was received on january 25, 2019. One used, list # 011-ch3291, 36 cm (14") appx 3.3 ml, add-on set w/2 chemoclave¿, clamp, dry spike adapter; lot # 3708072 was returned for testing and evaluation. The add-on set was returned with a bond separation between the trifuse adapter and the male luer. Visual examination of the bond interface revealed no solvent was present at the bond. Subsequent testing of the adjacent bond composed of the same two components revealed a good bond that met component bond strength expectations outlined in the product performance specification. The probable cause of the bond separation is inadequate solvent application during the manual bonding process. The lot # 3708072 and relevant commodities were reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The device is expected to be returned. It has not been received.

Event description:
The event involved an add-on set that during infusion, when the saline, which was connected through the spike, reached the chemotherapy bag of xelox, the device disconnected between the blue microclave and adapter. There was a report of saline and chemo spill. The set was connected to an infusion pump but the pump was not running. There was no adverse event and no medical intervention required.